Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. The device was returned to the third-party service center for investigation. During evaluation, evidence of foam degradation was present. The device was scrapped per customer request.